Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin bruising. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was bruised. The patient contacted the general practitioner (gp) who provided a prescription (unspecified) to treat the affected area.